Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking from the tip of the device was confirmed as manufacturing related. One 20fr tri-funnel replacement device was returned for investigation. The balloon was not inflated. No discoloration or residue was observed on the returned sample. A microscopic examination revealed that the white plug was not located within the distal end of the inflation lumen. An attempt was made to inflate the tri-funnel balloon with water, but the infused liquid exited from the distal end of the feeding tube and the balloon did not inflate. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of ngay2696 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the operator noticed that water injected for balloon inflation was leaking from the tip of the device when conducting a pretest. The operator assumed the probability of which the inflation lumen was linked with the medication injection lumen and avoided the use of the device on a patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the operator noticed that water injected for balloon inflation was leaking from the tip of the device when conducting a pretest. The operator assumed the probability of which the inflation lumen was linked with the medication injection lumen and avoided the use of the device on a patient.